Event description:
As reported from a clinical study in spain, after valve implantation using a 26mm sapien 3 ultra valve via transfemoral approach, the balloon was removed from the prosthesis with difficulty due to the poor condition of the iliac arteries, causing a perforation of the right external iliac artery and bleeding. The patient required one unit of red cell blood transfusion the same day. The event was reported as resolved.

Manufacturer narrative:
The investigation is ongoing. H3 other text : device will not be returned.

Manufacturer narrative:
Further investigation of this event revealed that this event was previously reported under manufacture report no. 2015691 2023 11489. Therefore, this event is a duplicate and is being redacted.